Event description:
Procedure type: sigmoid resection. According to the reporter: after firing the eea there was difficulty in removing it which resulting in an anastomotic tear that was large enough to retrieve the eea anvil through the tear. Examination of the stapler and tissue donuts revealed impacted stool in the barrel of the stapler and a complete proximal donut and a very thin and incomplete distal donut extension of operating time by approximately 30 minutes and resection of the failed anastomosis. The distal transection was revised with a linear stapler and an eeaxl25 was successfully used to revise the anastomosis.

Manufacturer narrative:
(B)(4).